Manufacturer narrative:
(B)(4). Patient info was requested and the customer did not return call.

Event description:
The customer reported that the ventilator would not power on. No patient harm has been reported.

Event description:
The customer reported that the ventilator would not power on. No patient harm has been reported

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.